Event description:
When surgeon was opening casting material to use in pt - he discovered a pin-line object measuring about 1" long (silver colored) with blunt ends. Patient was not injured. Company was notified.